Manufacturer narrative:
Analysis results for the ins (B)(4) indicated that the battery capacity was reduced due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2016 and the battery was charged to 3.670 volts. On (B)(6) 2016 the battery had depleted to the "lock" mode (<(> <<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient got poor communication on the patient programmer and also was unable to communicate using the recharger. The patient had no stimulation; he last felt stimulation and last recharged a month prior to (B)(6) 2016 in (B)(6) of 2016. The patient was to follow up with a health care professional. It was noted that the patient¿s previous managing physician moved, but the patient would find out who took over for the physician and also contact a manufacturer representative. Additional information was received from the patient stating that they were calling in regards to their battery not being chargeable. Additional information was received from the patient stating that they were able to find a new managing health care professional (hcp) and that the steps taken to resolve the lack of stimulation and communication was to contact the manufacturer. It was noted that the lack of stimulation and communication had not been resolved. Additional information was received from the patient and manufacturer representative on july 26th 2016 stating that they were overdischarged. The patient quit using their device because their pain was improved, when they wanted to use it again they could not get it to charge. They had met with a manufacturer representative (rep) for a physician mode recharge (pmr). It was noted that the issue was resolved at the time of the report. The device was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.